Event description:
A dialysis home pt's husband reported a system error 2240 alarm in drain 3/4 during treatment using homechoice device. The pt's husband noted the pt line of the homechoice set became disconnected from the pt's transfer set while she was asleep. They thought the connection was secure at set up and are unsure how this occurred. The pt ended treatment at the time of the alarm and discarded the samples. There was no pt injury or medical intervention associated with this incident per the home pt's husband.